Manufacturer narrative:
The patient's test strips and meter were requested for return. The patient confirmed the test strips are not available for return. The patient's meter has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing was performed. Test strip retention samples passed the internal inspection. Occupation is lay user/patient.

Event description:
There was an allegation that a patient went to the hospital emergency room due to difficulty in breathing caused by the coaguchek xs meter inr result. The patient's meter inr result was 2.0 inr, and within 4 hours the patient's laboratory result was 1.6 inr. The patient's therapeutic range, diagnostic results related to the event, sublying diagnosis for the symptom of difficulties in breathing, treatment received related to the event, and if the patient was actually admitted to the hospital were requested but not provided. The initial reporter declined further troubleshooting and declined to answer any further questions. The serial number of the patient's coaguchek xs meter was (B)(4). This MDR is being submitted in an abundance of caution.